Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, runthrough, guide catheter: heartrail 6fr il-3, stent: xience sierra 3.5x33/ 3.0x15. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a bifurcated lesion in a mildly tortuous, heavily calcified proximal left anterior descending (lad) lesion that was 99% stenosed and a concentric lesion in the mid lad. A 3.0 x 15 xience sierra stent was deployed. Then, a 3.5 x 33 xience sierra stent was deployed in the proximal part (in the state that the stent was deployed in lmt-lad). Post-dilatation was performed with a 5.0 x 8mm nc trek balloon dilatation catheter (bdc) and inflated 3 times at 12 atmospheres and post-dilatation was performed. After cine images confirmed that the balloon was completely deflated, an attempt was made to pull the bdc into the guiding catheter (gc), however, strong resistance was met with the gc and failed. Several attempts were done to remove the bdc, but were unsuccessful. The bdc and gc were removed altogether as a single unit, and the procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, functional and dimensional inspections were performed on the returned device. The reported difficulty removing the device from the guiding catheter was confirmed. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.